Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination confirmed a rupture. A tier ii corrective and preventive action (CAPA), im-CAPA (B)(4) was opened to investigate the root causes that led to this failure mode. A batch review was conducted which found no nonconformances.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of a two day infusor device was ruptured during filling. The device was being filled with bupivacaine hydrochloride and fentanyl citrate when the reservoir ruptured. There was no patient involvement. No additional information is available at this time.